Event description:
Boston scientific crm received information that the transvenous right ventricular lead in association with this implantable cardioverter defibrillator (ICD) may have exhibited <20 ohms shock impedance, per the latitude red alert that was generated for low shock impedance. The local area sales representative was contacted for more information but none is available to date. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As further pertinent information would become available, this report would be further evaluated and updated. Subsequently, this device was explanted as a result of normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. If new information were to become available, this report will be further evaluated and updated.